Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed compartment syndrome. Distal perfusion catheter to left femoral was placed and left leg fasciotomy was performed. The patient remained on support for an additional 2 days. The patient was reported as stable.